Manufacturer narrative:
It was also reported that the patient was treated with antibiotics (specific type, date and duration not reported) for the presence of a middle ear granuloma and constant otorrhea.the patient was a non-user of the device. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to presence of granuloma in the middle ear and contstant othorhea. It is unknown if there are plans to re-implant the patient with another cochlear device as of this date of report.